Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 330mg/dl with nausea and polydipsia, associated with intermittent power. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the battery cap was able to be secured and there was intermittent power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/19/2017 with the following findings:.#1. The black box shows unexplained por on 2017-03-13 03:31 & 23:22. Pump was powered back on 2017-03-15 10:57; insulin deliveries never resumed. Unexplained por also observed on (B)(6) 2017 23:29; deliveries resumed at 23:35.. No moisture/corrosion observed in the battery compartment. No damage found to returned battery cap or battery compartment. Base crack observed between case seal and keypad.. Returned battery cap fully attaches to the pump with no yellow o ring showing; it was used to complete a 24hr duration test; no power interruptions were duplicated during this time.. The returned battery cap contact measurements are in specification the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range..#6. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release